Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: investigation revealed that the display lens was scratched. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched. It was unknown at the time of the initial contact if the user could read the screen safely or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.